Event description:
It was reported that a small volume folfusor stopped flowing during infusion. According to the report, the device was filled with 50 mg/ml of fluorouracil (non-baxter product) diluted with 0.9% sodium chloride for a total volume of 115 ml. The diluent was added first, and the drug was not filtered during compounding. The device was brought to room temperature, priming was performed, flow was verified, and drug crystallization was not observed. The device was then connected to the patient using a central catheter to access their subclavian and was carried by the patient in a bag at waist height. The no flow event was later identified when the patient returned to the hospital, two days after connection, for removal of the device; three fourths of the fill volume was found to remain within the device. The exact infusion duration was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 26, 2015 ¿ march 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.